Manufacturer narrative:
As reported, after deployment and upon removal of a 6-12f mynx control venous vascular closure device (vcd), the polyethylene glycol (peg) was removed outside of the body. The sealant was deployed in the access site; however, it was dislodged from the arteriotomy. There was no reported patient injury. The procedure used a retrograde approach. The deployer was mynx certified. The vcd was used with an unknown 11f sheath. Femoral artery suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. Hemostasis was achieved with manual compression. The device was stored and prepped according to the instructions for use (IFU). Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. The device was realigned to the angulation and removed with light fingertip compression. No resistance was noted during removal; however, the sealant was ¿glued¿ to the device and would not come off. The device was not returned as it was discarded. A product history record (phr) review of lot f2534707 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inaccurate placement-complete¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the sealant coming out with the device. However, procedural/handling factors are possible. Per the mynx control venous IFU, step 3: remove device, which is not intended as a mitigation, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after deployment and upon removal of a 6-12f mynx control venous vascular closure device (vcd), the peg was removed outside of the body. The sealant was deployed in the access site however was dislodged from the arteriotomy. There was no reported patient injury. The device was not returned because the account did not keep it. The procedure used a retrograde approach. The deployer was mynx certified. The vcd was used with an unknown 11f sheath. Femoral artery suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. Hemostasis was achieved with manual compression. The device was stored and prepped according to the instructions for use. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. The device was realigned to the angulation and removed with light fingertip compression. No resistance was noted during removal; however, the sealant was ¿glued¿ to the device and would not come off. The device is being returned for evaluation.